Event description:
It was reported that the pump touch screen was missing pixels. Additionally, it was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer experienced an elevated blood glucose (bg) level of 523 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.